Manufacturer narrative:
No electrode lot numbers with expiration dates were provided. The field service engineer (fse) found an issue with valves and a reagent mixer. The affected parts were replaced. Mechanical checks and qc passed. Calibration was last performed on 26-sep-2023 with acceptable results. The service actions resolved the issue.

Event description:
The initial reporter questioned the results for 1 patient sample tested for na electrode (na) and cl electrode (cl) on a cobas 6000 c (501) module. The initial na result was 80 mmol/l accompanied by an invalidating data flag. The repeat result was 115 mmol/l. The initial cl result was 193 mmol/l accompanied by an invalidating data flag. The repeat result was 125 mmol/l. The repeat results were reported outside of the laboratory. A new sample was obtained and run on a different c501 module and the na result was 140 mmol/l and the cl result was 110 mmol/l. The original sample was repeated on the different c501 module and the na and cl results were consistent with the results from the redrawn sample. The specific results were not provided.